Manufacturer narrative:
(B)(4). D10: unknown head unknown. G2: foreign: australia . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient underwent a revision surgery nearly one year post implantation due to dislocation. The patient suffered a fall and dislocated several times. The liner was exchanged.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined, however it is known that a competitor head was used with the zimmer biomet liner and this is considered off label use. Zimmer biomet has not tested the safety or effectiveness of these devices for use in combination with non-zimmer biomet products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer biomet or its affiliates, they do so in reliance on their own clinical judgment and should so inform their patients.", its unknown if this off label use causes or contributed to the reported event. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.